Event description:
A customer reported that the probe did not aspirate during a cataract extraction/vitrectomy combination procedure. The cataract extraction procedure was completed without complications, but, the vitrectomy procedure was postponed. There was no harm to the pt. The vitrectomy was completed on another date with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).